Manufacturer narrative:
The event occured post exploration of driveline tunnel and lvad pocket with developement of anemia added to the patients chronic anemic state. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and infection are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the site that there was drainage from driveline site on lvad noted on the (B)(6) 2014. Patient overall feels well. Says he has intermittent chills but has had them for a while. No pain at driveline site. No cough, abdomen pain, diarrhea. Patient was stated to have been taken to the operating room on (B)(6) 2014 for exploration of driveline tunnel and lvad pocket. It was stated that the patient developed anemia post-procedure and remained chronically anemic, with many associated blood transfusions, until death on (B)(6) 2014. No additional information available.